Manufacturer narrative:
Concomitant products: product ID 3998, lot# v530428, implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) would not turn on and that the patient experienced itching in her legs. It was reported that the patient had trouble with her ins, and had been trying to charge it. It was noted that the patient had not used the ins for 'a couple of months' because the therapy made her legs itch 'really badly.' The patient reportedly did not charge 'all the way, but charged about halfway about a week ago.' It was stated that the patient programmer was connecting, but the ins would not turn on. Additional information was requested and if received, a supplemental report will be sent.